Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 41786. A functional test was performed the reported issue was duplicated. The cause of the reported issue was due to the printed wiring assembly (pwa). As a result, the pwa was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41786. There was no patient involvement, no patient injury was reported.